Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt developed a cutaneous rash. The 56% stenosed, 23.5mm, eccentric, de novo target lesion was located in the mildly calcified and tortuous mid left anterior descending coronary artery. The vessel diameter was 3.58mm. The lesion was predilated with a 2.5x12mm balloon inflated to 16 atm, and the 2.75x28mm taxus liberte stent was successfully deployed, resulting in 6% residual stenosis and a timi flow of 3. The pt developed a cutaneous rash, reported as "toxic erythema", 45 days following the index procedure. The pt's antiplatelet therapy was changed from panaldine to plavix 7 days after the onset of the rash. The rash was reported to be resolved 24 days after the onset.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.